Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: new etq record created in order to update etq (legal system) complaint number wpc (B)(4) reason for original complaint ¿ litigation papers allege the patient suffered extreme pain, discomfort, soreness, malaise, swelling, loss of energy, immobilization, both acute localized damage to tissue and/or bone surrounding the acetabulum and systemic injuries. Papers also allege excessive levels of chromium and cobalt blood levels. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint number wpc (B)(4). Reason for original complaint ¿ litigation papers allege the patient suffered extreme pain, discomfort, soreness, malaise, swelling, loss of energy, immobilization, both acute localized damage to tissue and/or bone surrounding the acetabulum and systemic injuries. Papers also allege excessive levels of chromium and cobalt blood levels. Update received 10/31/2016 - sales rep reported patient was revised for an unknown reason. Part and lot were updated for head and cup. Sleeve was added to the complaint. Complaint was updated 11/9/2016 update sep 15, 2017: medical record received. After review of medical records for MDR reportability, it was reported that the patient was revised to address pain and discomfort. Revision notes report minimal trunnionosis and no evidence of any adverse reaction of metal debris. This complaint was updated on: oct 11, 2017.